Event description:
Via email: on 22.10.2019 a complaint was received involving the item fast clamp 3mm serial number (B)(6) lot 980925 according to report, while preforming laparoscopy for kids, heller myotomy operation the item in question was used to hold the liver until it broke. The metal parts of the item¿s loop dispersed into the abdominal cavity, requiring the surgery stop and the removal of the metal parts. The customer reported on 14nov2019, it was unknown if the device was inspected for functionality prior to use, to insure the wire was not fraying. The patient was a 13 month old, 9.4kg male. There was no patient injury or medical intervention. The metal parts of the item's loop dispersed into the abdominal cavity of the patient. The parts were removed by unspecified lap tools. Additional diagnostics required: an abdominal CT was performed. The device was removed and replaced. The procedure was continued and completed by physician as planned following the results of abdominal CT: laparoscopy for kids, heller myotomy operation. 18nov2019 request device. 13jan2020 additional information: to aid our investigation, do you have any information on when the device was purchased or how long the device was actually in service? Absolutely no idea but per the information you¿ve given me in another message it looks like this product code has been sold more than 10 years ago so it seems very difficult on both sides to get the information. The distributor has contacted the end user who does not have the information either. For our current products we state a 200 use or two year useable life, are you aware what the snowden pencer usable life was at this time? Not a clue, the device might has broken due to wear.

Manufacturer narrative:
The complaint product was returned, and an evaluation was performed. The instrument at the time of manufacturing would have conformed to all specifications for the production. The root cause for the reported issue is most likely due to wear during maintenance/processing, excessive use and sterilization, and appears to have reached end of life. There are two numbers marked on the device which could be interpreted as a lot number: ¿c980643¿ and ¿980925¿. No record of either ¿c980643¿ and ¿980925¿ can be found in the supplier¿s lot records. Electronic records go as far back as 1997. The supplier has used a lot code numbering system starting with the number ¿9¿ but currently the supplier is using six-digit lot codes beginning with the number ¿7¿. No electronic record of any lot number beginning with the letter ¿c¿ can be found. Breakage of the stranded wire allows the retaining wire to separate from the device. Once the retaining wire has separated from the device then the segments then fall away from the device. The most likely point of failure of the cable is where the first segment meets the straight tube of the device. The forming of the circle of segments when the device is actuated has most likely caused the outer strands of wire to break. With increased operation of the device, the force applied by the user to actuate the device increases the stress on the wires. As wire strands break until the force applied breaks the remaining strands of the cable as the breaking stress for the wire is exceeded. If the tension on the cable is not removed before storage and cleaning by releasing the clutch, then the applied stress on the cable leads to its damage. The device has signs of use, as the plastic handle is starting to split where the tensioning device is threaded into the handle. Most likely failure mode is extended use and the tension not removed from the device for cleaning and storage. There have been no issues identified with the material or manufacturing process. H3 other text : see h10.

Manufacturer narrative:
Pr 1272382. Date of event was not provided. Reused the awareness date. If further information becomes available a follow up medwatch will be submitted.

Event description:
While preforming laparoscopy for kids, heller myotomy operation the item in question was used to hold the liver until it broke. The metal parts of the item¿s loop dispersed into the abdominal cavity, requiring the surgery stop and the removal of the metal parts. The customer reported on (B)(6) 2019, it was unknown if the device was inspected for functionality prior to use, to insure the wire was not fraying. The patient was a 13 month old, (B)(6) male. There was no patient injury or medical intervention. The metal parts of the item's loop dispersed into the abdominal cavity of the patient. The parts were removed by unspecified lap tools. Additional diagnostics required: an abdominal CT was performed. The device was removed and replaced. The procedure was continued and completed by physician as planned following the results of abdominal CT: laparoscopy for kids, heller myotomy operation.